Manufacturer narrative:
The cartridge was returned to animas and evaluated. Investigation indicated that the cartridge passed the visual inspection (no damage or defects were noted for the luer connection or plunger o-rings); however, the cartridge failed the leak test. Air bubbles were observed from the internal o-ring and exiting from the center of the plunger. In conclusion, it was confirmed that there was leaking from the cartridge plunger.

Event description:
The pt's mom reported that the pt's blood glucose levels (bg) have been elevated for the past week (200-300 mg/dl) and had increased to "high" yesterday. The site, infusion set, and cartridge were replaced every other day. The pt's mom reported insulin leaking from the cartridge plunger. She denied seeing a crack in the cartridge. The pt's sites appeared normal and there were no air bubbles in the tubing. The pt reportedly did not have any symptoms and was negative for ketones. The pt has not had any changes in physical activity but has a head cold. The pt's elevated bgs were resolved by insulin injections (same insulin being used with pump). The customer svc rep reviewed the pump with the reporter and noted that the pump settings were confirmed to be correct and there were no associated alarms in the history. This complaint is being reported because the pt's bg elevated to "high" and because there was insulin reportedly leaking from the cartridge plunger.